Event description:
Procedure type: inguenal hernia repair. Patient gender: unknown. According tot he reporter. The balloon fell off inside the surgical cavity. The balloon was retrieved with a grasper and a new device was introduced to complete the procedure. No patient injury was reported. No further details could be obtained from the user facility.